Manufacturer narrative:
Technician found the bed in "down" storage area, no pt impact reported. Head up function was not working. Function does not work manually or under power. Battery led is on. Replaced faulty head up valve guide tube to resolve this issue.

Event description:
Info received indicated that the head up function was not working. Function does not work manually or under power.